Manufacturer narrative:
No further information is expected on this explant.

Event description:
Revision surgery - worn liner. Liner and head replaced. The liner was supplied by djo surgical and the head was supplied by a competitor. The part and lot number on the explanted liner were unreadable and the liner was disposed off after the surgery.